Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded. Therefore, the evaluation was performed exclusively on the basis of the available information and the cause of the reported event could not be conclusively determined. The reported issue is a known fault pattern which was evaluated as plausible. It is assumed that wear and tear in connection with a repeated tensile/bending load caused single or all wires inside the cable to break. When the hf generator is activated, this can result in a voltage flashover in the damaged area. A manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) the hf-cable broke. No further information was provided but there was no report about an adverse event or patient injury.